Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. After the sensor was inserted, the readings on the mobile device consistently showed 40 mg/dl. The patient suspected this might be due to accidentally using the fast-acting insulin (novolog) instead of the long-acting insulin (toujeo) on (B)(6) 2025. They contacted their endocrinologist, who advised the patient to drink soda and monitor the dexcom readings, as they did not have a fingerstick blood test available to verify the readings. However, on (B)(6) 2025, around 10 pm, the patient suddenly experienced nausea, vomiting, upper abdominal pain, and shortness of breath. His wife, took him to the emergency department where he was admitted to the intensive care unit (ICU) due to diabetic ketoacidosis. The dexcom reading showed a cgm value of 167 mg/dl, but when the doctor performed a manual blood glucose test, it showed the patient's blood glucose level was 904 mg/dl. The doctor administered an insulin drip IV, and the patient was discharged on the evening of (B)(6) 2025. The patient was doing fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.